Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. No failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv). The cause of the increased intra-peritoneal volume (iipv) was determined to be: insufficient drain, use error, inappropriate bypass of the initial drain and insufficient drain, use error, tidal removal set too low. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (rtb-CAPA-(B)(4)).

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). The home patient (hp) stated felt overfilled in dwell 2 of 4 and could not lay down without having breathing issues. The technical service representative (tsr) assisted the hp to perform a manual drain; the drain volume 4421ml and the original fill volume was 2200ml. The hp stated he felt much better; the tsr assisted the hp to cycle power off/on and end therapy. The tsr arranged for a swap of the device. The hp stated he would call the peritoneal dialysis nurse (pdn). There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(4) 2011, product surveillance contacted the hp's peritoneal dialysis nurse (pdn) regarding the report of increased intra-peritoneal volume (iipv). The pdn stated she had spoken with the hp and advised him not to bypass the initial drain. The pdn adjusted the initial drain alarm setting, last manual drain option to yes, and adjusted the target ultrafiltration. The pdn stated the hp has not reported any other symptoms or other drain volumes that meet increased intraperitoneal volume (iipv) criteria. The pdn confirmed there was no patient injury or medical intervention associated with this report and that the hp was doing well with the following treatments. No allegations were made against any of the hp's dialysis products. Global pharmacovigilance spoke with the patient over the phone. On (B)(4) 2011, the patient received a replacement home choice machine and has had no further occurrences of feeling overfilled. The patient clarified he did not experience any breathing issues as was initially reported.